Event description:
The customer reported that during an infusion, the set disconnected at the rotating male luer, which resulted in a leak and blood reflux. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.